Event description:
It was reported that the patient experienced an increased charging burden with the spinal cord stimulation (scs) implantable pulse generator (ipg). During the procedure, the leads were confirmed to have high impedances; however, there had been no stimulation issues due to the impedances. The patient underwent a procedure where the ipg and leads were replaced. The patient was recovering postoperatively. The devices will not be returned as they were discarded by the medical facility.

Manufacturer narrative:
Block d.2b; additional applicable product code: qrb. Additional suspect medical device components involved in the event: brand name: linear? 3-6, upn: m365sc2366700, model: sc-2366-70, serial: (B)(6), batch: 15374477. Brand name: linear? 3-6, upn: m365sc2366700, model: sc-2366-70, serial: (B)(6), batch: 15462131.